Event description:
Consumer called to report meter is not working. Readings were erratic and was experiencing low surgar symptoms; called ems for assistance- reading was at 20, treated for low sugar.

Manufacturer narrative:
Lot strip identified in the complaint expired on 06/30/2006, however, retention testing previously performed on this lot passed criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.